Event description:
The customer reported that the system shut down during boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock x-ray tube assembly and aligned the camera and collimator. The system operates as intended.